Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose. The customer¿s blood glucose level was 48 mg/dl. Customer declined to troubleshoot for low blood glucose any further. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No unexpected weak signal alarm anomalies noted. Device received with stripped battery cap coin slot. (B)(4).